Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/09/2017 with the following findings:.hard ¿cs69¿ alarm was reproduced during the rewind step,. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip (u39).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.